Event description:
Boston scientific crm received information that during the implant procedure with this implantable cardioverter defibrillator (ICD) there were high out of range shocking impedance greater than 125 ohms with the chronic right ventricular (rv) defibrillation lead. The device was in the pocket and the shock configuration was programmed rv to can. The lead was disconnected and reconnected and the shock impedances returned to normal range. The device remains in service with the chronic rv lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.